Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening in posterior side assessed, as fold flaw opening. Additional observations: creases are observed, wear abrasion is observed, white particles in device inner surface are observed, yellow particles in device inner surface are observed. No further actions are required, as the device was implanted.

Event description:
Device has been explanted.